Manufacturer narrative:
As reported in the radiancy study, the the 7mmx60mm smart radianz stent "jumped" when it was deployed and was 1 cm more distal than expected. The procedural target lesion was the right external iliac artery. The lesion had 75% stenosis. The vessel contained no calcification, no tortuosity and the stenosis was 40mm in length. The procedural access site was the distal left radial artery which measured 2.5mm on ultrasound. Transradial access was guided by duplex ultrasound. Before insertion of the initial 5f 110mm transradial sheath, 7ml of heparin and xylocaine were administered. There was no vasospasm after sheath insertion. A 5f 125mm unknown catheter was used with successful passage of a guidewire across the target lesion. Insertion of a 6f 110 cm brite tip radianz transradial guiding sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was performed with a 7mm x 6cm saberx radianz percutaneous transluminal angioplasty catheter. The balloon was successfully inflated to a maximum pressure of 6 atmospheres. Deflation and withdrawal of the balloon were successful, with a residual stenosis of 30% at the target lesion. A 7mmx60mmx190cm smart stent delivery system (sds) was successfully inserted into the peripheral vasculature through the left radial artery. The 7mmx60mm smart radianz stent was not deployed at the intended location and was deployed 1 cm more distal than expected. Withdrawal of the device was successful, and 30% residual stenosis remained. A second 7mmx20mmx190cm smart radianz stent delivery system was successfully inserted with the intent of deploying a second 7mmx20mm smart radianz stent. The stent was deployed at the proper location, overlapping to correctly cover the lesion. Withdrawal of the device was successful and there was 0% residual stenosis. Post dilation was successfully performed with a 7mmx6cm saberx radianz percutaneous transluminal angioplasty catheter with a maximum of 10 atmospheres of balloon pressure. The 7mmx6cm saberx radianz percutaneous transluminal angioplasty catheter inflated, deflated, and was withdrawn successfully, leaving 0% residual stenosis. Conversion from radial artery site access was not necessary to complete the index procedure. The guiding sheath was withdrawn successfully. A radial band compression device was used to achieve closure of the access site. 1mg of fentanyl and 2mgs of midazolam were administered for analgesia. The product was not returned for analysis. A product history record (phr) review of lot18067253 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (the lesion had 75% stenosis) as well as the user¿s interaction with the device may have led to the reported event. According to the instructions for use (IFU), ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system (a). Ensure locking pin is still in place. (B). Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal: advance the stent delivery system past the stricture site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment (a). Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the radiancy study, the the 7mmx60mm smart radianz stent "jumped " when it was deployed and was 1 cm more distal than expected. The procedural target lesion was the right external iliac artery. The lesion had 75% stenosis. The vessel contained no calcification and the stenosis was 40mm in length. The procedural access site was the distal left radial artery which measured 2.5mm on ultrasound. Transradial access was guided by duplex ultrasound. Before insertion of the initial 5f 110mm transradial sheath, 7ml of heparin and xylocaine were administered. There was no vasospasm after sheath insertion. A 5f 125mm unknown catheter was used with successful passage of a guidewire across the target lesion. Insertion of a 6f 110 cm brite tip radianz transradial guiding sheath into the peripheral vasculature through the radial artery was successful. Pre-dilation of the target lesion was performed with a 7mm x 6cm saberx radianz percutaneous transluminal angioplasty catheter. The balloon was successfully inflated to a maximum pressure of 6 atmospheres. Deflation and withdrawal of the balloon were successful, with a residual stenosis of 30% at the target lesion. A 7mmx60mmx190cm smart stent delivery system (sds) was successfully inserted into the peripheral vasculature through the left radial artery. The 7mmx60mm smart radianz stent was not deployed at the intended location and was deployed 1 cm more distal than expected. Withdrawal of the device was successful, and 30% residual stenosis remained. A second 7mmx20mmx190cm smart radianz stent delivery system was successfully inserted with the intent of deploying a second 7mmx20mm smart radianz stent. The stent was deployed at the proper location, overlapping to correctly cover the lesion. Withdrawal of the device was successful and there was 0% residual stenosis. Post dilation was successfully performed with a 7mmx6cm saberx radianz percutaneous transluminal angioplasty catheter with a maximum of 10 atmospheres of balloon pressure. The 7mmx6cm saberx radianz percutaneous transluminal angioplasty catheter inflated, deflated, and was withdrawn successfully, leaving 0% residual stenosis. Conversion from radial artery site access was not necessary to complete the index procedure. The guiding sheath was withdrawn successfully. A radial band compression device was used to achieve closure of the access site. 1mg of fentanyl and 2mgs of midazolam were administered for analgesia. The device is not available for evaluation.